Event description:
Boston scientific received information that patient experienced a ventricular tachycardia (vt) storm, and was admitted to the hospital. There was an allegation the device failed to deliver therapy to convert the vt. Strips of the episodes have been sent to technical services (ts) for review. The physician would like to know why the device failed to deliver therapy. No adverse patient effects reported. Subsequently, ts reviewed the strips. Ts discussed that some episodes did not meet duration, so therapy was not delivered. Another episode was not treated because the device was programmed to tachy mode other than monitor + therapy. From the provided strips, the device operated as designed and programmed. Ts suggested programming changes, which could make the device more aggressive. The device was reprogrammed without rid being used as a detection enhancement. Ts suggested onset/stability be used instead of rid.

Manufacturer narrative:
This device remains in service. At this time there is no additional information. Should additional information become available this report will be updated.